Event description:
It was reported that the patient was taken by ambulance to the emergency room (ER) for blood glucose (bg) values that dropped to 65 mg/dl. The patient was reported to have been having stomach pain, incoherent and was tired. For treatment, the patient was feeling better, once they arrived at the hospital and was only monitored. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.